Manufacturer narrative:
Correction of hospital name only. All other information remain the same.

Event description:
(Internal reference: (B)(4)).

Manufacturer narrative:
DHR review: a full review of the device history record for this device has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria. Video review: additionally review of an in process video taken after loading of the main body and proximal extender devices was reviewed. This video acts as a record that the device meets the inspection requirements for a loaded implant. This video confirmed that the devices were packed into the delivery systems in accordance to company work instruction 211, inspection of packed sg-hbb and sg-hpe devices. Case review: the physician has stated that the patient is elderly ((B)(6)) and has severe tortuous blood vessels. The physician believes that the dissection occurred due to excessive stress to the vessel wall as a result of straightening by the device including the balloon. The patient's hospitalization was extended due to the discovery of a dissection which required monitoring (see figure 1). A review of the sizing was performed and it can be confirmed that the sizing of the grafts for this patient were satisfactory for the anatomy. Dissections can occur due to various factors, for example, the components used within the evar procedure (guide wires, catheters, balloons, devices), and also how the processes are performed. The physician states that additional ballooning was performed at the location of the wire elbow in the attempt to manipulate the stent graft back into form. The physician has stated that the patient had severe tortuous vessels, and the physician believes that the dissection may have been caused by the additional ballooning causing excessive stress to the vessel wall. In addition to this, the patient has a highly angulated proximal neck (90 degrees) which can pose a challenge. On completion of the procedure, the dissection remained and therefore the patient's hospitalization was extended in order to monitor the dissection. There is no indication/requirement for re-intervention at this stage. Based on the information that has been supplied to lombard medical, it is not possible to ascertain the root cause of the dissection however; the aneurysm has been successfully excluded. In this case, the stent graft has conformed to the patient's highly angulated anatomy and curvature. The dissection has most likely resulted due to the excessive manipulation of the device and additional ballooning. There is no information to suggest malfunction of the implant. The DHR review and video reviews are acceptable, and therefore confirm that all inspection and manufacturing activities met specifications. The stent graft has performed as intended. No further investigation is required. IFU review: potential adverse events related to the procedure or implant malfunction include, but are not limited to: · vessel damage, for example, dissection, plaque disruption, rupture, thrombosis, occlusion and fistulae. Implant procedure states: · exercise particular care in difficult areas, such as areas of stenosis, intravascular thrombosis, or in calcified or tortuous vessels. · use of a non-stiff guide wire may result in an inability to navigate the vasculature. In tortuous vessels, this can lead to rupture. As a result of the fishmouth shape at the proximal end of the stent graft, it is necessary to balloon parts of the aorta that are not completely covered by the stent graft. When a balloon catheter is used, do not inflate to greater than the diameter of the aorta. Do not balloon completely outside the stent graft. Be aware that vessel rupture can occur even when the balloon is fully within the graft. Follow all manufacturer instructions regarding catheter operation. Patient and device selection state: inappropriate patient or device selection may result in poor device performance. Patients should be assessed for suitability by the prescribing physician who should take into account their knowledge of aaa surgery and endovascular aneurysm repair (evar) including but not limited to: access vessel diameter, vessel morphology and delivery system diameter should be compatible with vascular access techniques (femoral cutdown or percutaneous). Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the device or pose a risk of increased device complications. In patients with narrow access vessels, careful use of dilation, stenting or iliac conduits may allow introduction of the device. Risk analysis: lombard medicals hazards risk analysis has been reviewed and aortic dissection is listed in it. No further update is required. In this case, the stent graft has conformed to the patient's highly angulated anatomy. The dissection has most likely resulted due to the excessive manipulation of the device and additional ballooning. (B)(4). Conclusions: the risk / benefit remains acceptable however lombard medical will continue to track and trend in accordance to quality system procedures. Lombard medical now intends to close this complaint file.

Event description:
The patient underwent abdominal evar. Hbb was inserted by left approach. Cannulation was difficulty. Distal extender was added because the ipsilateral leg was a bit short. Post follow-up, CT revealed dissection. Since the physician confirmed the protrusion of the stent of the distal end of the body top part, the hbb was ballooned again. Finally, the central part of the body top was ballooned again. The patient's hospitalization was extended due to the discovery of a dissection which required monitoring. Physician's comment: the patient is elderly and has severe tortuous blood vessels. I considered the dissection occurred for giving excessive stress to the vessel walls because it has been straightened the blood vessels by the devices including the balloon.